Manufacturer narrative:
User facility report: (B)(4) was received 18sep2019. Event date is an estimation. Event date was provided as (B)(6) 2018. The referenced cerebrovascular accident was reported under MFR. Report #2916596-2017-00901. The 1st episode of gi bleeding was reported under MFR. Report #2916596-2019-04715. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented with 2nd episode of gastrointestinal (gi) bleeding post left ventricular assist device (lvad) placement and international normalized ratio 7.0 (requiring reversal with vitamin k). Hemoglobin had dropped from 12.8 to 7 over the course of 3 weeks. Required 7 units of transfused over the course of a prolonged hospitalization. Endoscopic evaluation (esophagogastroduodenoscopy (egd), colonoscopy, capsule endoscopy, push enteroscopy) revealed two non-bleeding angiodysplastic lesions in the stomach and three non-bleeding angiodysplastic lesions in the duodenum and the patient was treated with argon therapy. The patient was successfully bridged from heparin to coumadin prior to discharge. Aspirin was reduced to 81 mg daily but not stopped due to prior history of cerebrovascular accident.